Event description:
Reporter alleged, the lancet device appears to be stuck and is sticking out and will not retract back inside. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.